Event description:
It was reported that one (1) patient sustained burns of unknown severity following treatment with a lumenis one laser et handpiece. No information regarding medical intervention to preclude permanent impairment was received.

Manufacturer narrative:
Reasonable attempts were made by lumenis to obtain relevant treatment information, patient's photographs, and patient's information from the user facility; however, no information other than the initial report was received with which to make a determination of the severity of reported patient injury. Should further information be provided, lumenis will file a follow-up MDR. A lumenis technical engineer completed performance tests of all specifications concluding that the device operated to manufacturers specifications. An examination of the et handpiece found excessive gel build-up on the treatment tip as a result of insufficient cleaning by the device operator in contradiction to device labeling and common medical practice. This is determined to be the possible root cause of the event reported. A review of subject device dfu found specific instructions and warnings for device operator self-calibration and the care, cleaning, and maintenance of the hand piece: "the sapphire tip of the lightsheer diode treatment head must be kept clean during patient treatment. Any particles or dirt on the tip will get hot due to absorption of laser light and can cause epidermal injury and could increase patient discomfort. During treatment clean the tip frequently by wiping it with a clean gauze pad. Note that the clear region of the tip is fabricated of sapphire and thus is extremely hard. Vigorous wiping - dry or wet - to remove debris from the tip, will not harm the sapphire tip. It is required that the tip be cleaned between patients with an antibacterial/antiviral cleanser. Do not spray, soak, or pour any type of fluid or cleaning agent directly on the treatment head."